Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, all tower doors 1 to 4 were continuously failing. The issue was persistent, with failures occurring consistently across the past month. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found no failures on arrival and all doors had intermittent issues over the previous month. Diagnostic testing of the tower showed no faults, and a full inspection was conducted including shutdown of the device, checking all door latches, harnesses, and the controller card, with no definitive issues identified. Adjustments were made to all new-style latch micro switches; however, since the root cause could not be determined, the controller card was proactively replaced as a preventive measure. Post-repair testing in diagnostics confirmed all tower doors operated successfully with no further issues detected. The system functioned as intended after the field service engineer tested the device.